Manufacturer narrative:
Evaluation was not possible, as no product was not returned. The investigation could not confirm the reported loosening. The root cause could not be determined. The need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient is revised to address tibial loosening.